Event description:
It was reported that an 840 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported condition. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se ran self-testing. The unit passed all testing and operates within the manufacturing specifications.